Manufacturer narrative:
Outer sheath was detached; stent was partially deployed; connected part of pusher and inner sheath was kinked; it was found curve near stent loaded part and mark being kinked near yellow marker as a result of analysis of returned device. Deployment was tried in the state without pressure, and it worked well without any resistance. And it was found curve on the inner sheath. Esophageal structure where stent implanted is the part with active peristalsis. It can be hard to deploy due to pressure generated by patient's lesion. Deployment failure can be occurred since outer sheath can be stretched and detached if deployment is tried by force in this situation. However, it is impossible to identify the exact root cause since there is no information of patient and it is hard to recreate the situation at the time of procedure. It is considered that outer sheath was pressured by patient's lesion and deployment was tried in this situation based on our test result on which deployment was succeeded in the state without pressure. It is regarded that deployment failure occurred since delivery system was bended during deployment; it was hard to deploy further due to kinked outer sheath near yellow marker; outer sheath was finally detached. It has been being monitored for this kind of equivalent complaint received.

Manufacturer narrative:
Since the device was not returned, it is impossible to proceed to actual evaluation. But, it is confirmed from the device history record that the suspected device had been MFR'd w/no significant issue and passed all the inspections. It is hard to find out exact root cause for this complaint, because the suspected device was not returned and it is difficult to reconstruct the situation at that time in the lab and limited info. We will continuously monitor whether similar or same complaint occurs. For "a. Patient info", we, taewoong and our distributor could not get more detail patient info because the hospital did not open the patient info such as" age at time of event", "date of birth", "sex" and "weight".

Event description:
Delivery system snapped during the deployment. A second stent was available and dr. Was able to complete the procedure. There was no pt. Injury.